Manufacturer narrative:
Patient initials are (B)(6). Per facility, the complainant parts are not expected to be returned for manufacturer investigation. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: a review of depuy synthes (B)(4) device history records for manufacturing revealed no issues for complaint number (B)(4). A non-complaint related ncr #(B)(4) was found for final inspection being performed out of sequence. Laser etch was completed and a rework final inspected was conducted. Part number: 04.037.144s, lot number: 7986598 (old lot 7837983), raw material number: 7664499, manufacture date: 04/27/15, expiration date: 2025-03-31, DHR review date: 11/05/15, if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfna case, the surgeon attempted to insert a distal locking screw. The distal locking screw missed the nail after insertion. The screw was then removed, and the surgeon attempted to reattach the aiming arm but was unsuccessful. After struggling for thirty minutes, the surgeon was able to free hand insert the distal locking screw successfully. A 30 minute surgical delay was noted as well as additional x-rays were taken intra operatively. This report is 1 of 5 for (B)(4).